Manufacturer narrative:
Investigation conclusion: analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: unable to determine. Source: phone.

Event description:
Reported 20 false positive flu b results for symptomatic patients. Approximately 150 tests were performed. Unknown if the results were confirmed. Confirmation method(s) not provided.